Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported their blood glucose rose to 416 mg/dl previously. The customer stated their last known blood glucose was 329 mg/dl. The customer declined to be transferred to troubleshoot. The customer declined to return the insulin pump for analysis.